Manufacturer narrative:
The operating table involved was inspected by a baxter field service technician. The allegation of hydraulic (foot) stamp was disengaging on its own could be confirmed. This caused an unintended tilting of the surgical table. After the identified defect foot stamp was exchanged, the table was working as intended. The cause was traced to a hardware defect, the root cause was not identified yet. The alleged failure mode will be monitored further via post-market surveillance activities and the investigation for the root cause will proceed further.

Event description:
Another health care professional contacted technical service to report that the pst 500 had an issue, the hydraulic stamps were disengaging on its own. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.